Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforations/ perforation (other) location of the perforation: small bowel"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 788893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, sore breasts and abdominal pain. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, 11 months 12 days after insertion of essure, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complications from essure removal procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury ("bowel damage") and uterine pain ("pain in the uterus area (like period cramp)"). The patient was treated with surgery (she had surgery to remove the essure, total hysterectomy (uterus and cervix removed)), surgery (she had surgery to remove the essure) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the intestinal perforation, device dislocation, vaginal haemorrhage, menorrhagia, uterine perforation, genital haemorrhage, gastrointestinal injury, migraine and complication of device removal outcome was unknown and the headache and uterine pain had resolved. The reporter considered complication of device removal, device dislocation, gastrointestinal injury, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, her fallopian tubes were burnt, her bowel was severed as reported on (B)(6) 2012. Diagnostic results: (B)(6) 2012, pathology report: diagnosis: small bowel (segmental resection): small bowel perforation with acute serositis. Clinical history: persistent abdominal pain, perforated small bowel. Gross description: the serosal surface of each bowel segment. Has tan-gray scabrous appearance with a moderate amount of fibrinopurulent exudate and a scant amount of attached mesenteric fat. Within the central aspect of the longer bowel segment, there is a 0.6 x0.3 cm defect through which extrudes a small amount of mucosa, opening each specimen reveals the lumen to contain a small amount of tan-green viscous substance. Microscopic description: these histologic findings are consistent with perforation. In (B)(6) 2012, transvaginal ultrasound (tvu), results of essure confirmation test: stated that it looked like the coils were in the right place. (B)(6) 2012, findings: stool contents within the abdomen, changes of small bowel are consistent with inflammation and possible small-bowel injury. Operative report: addendum: the uterus was inspected, there was 8n area of apparent thermal injury to the left tube and cornual area. Therefore, a filshie clip was placed on the left tube to ensure complete obstruction of the tube, as she had an essure previously. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: intestinal perforation, pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2011 to (B)(6) 2011. Events perforation (other) location of the perforation: small bowel, constant pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, migraine, headache, uterine perforation, uterine pain, complication of device removal were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforations/ perforation (other) location of the perforation: small bowel/ bowel damage"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 788893-invalid, 780083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, sore breasts, abdominal pain, procedural pain and small bowel resection. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, 11 months 12 days after insertion of essure, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complications from essure removal procedure/my fallopian tubes were burnt, my bowel was severed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain in the uterus area (like period cramp)"). The patient was treated with surgery (she had surgery to remove the essure, total hysterectomy (uterus and cervix removed)), surgery (she had surgery to remove the essure), surgery (ablation on (B)(6) 2012), surgery (ablation on (B)(6) 2012), surgery (she had surgery to remove the essure, total hysterectomy (uterus and cervix removed)) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the gastrointestinal injury, device dislocation, vaginal haemorrhage, menorrhagia, uterine perforation, genital haemorrhage, migraine and complication of device removal outcome was unknown and the headache and pelvic pain had resolved. The reporter considered complication of device removal, device dislocation, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, her fallopian tubes were burnt, her bowel was severed as reported on (B)(6) 2012. Diagnostic results: (B)(6) 2012, pathology report: diagnosis: small bowel (segmental resection): small bowel perforation with acute serositis. Clinical history: persistent abdominal pain, perforated small bowel. Gross description: the serosal surface of each bowel segment. Has tan-gray scabrous appearance with a moderate amount of fibrinopurulent exudate and a scant amount of attached mesenteric fat. Within the central aspect of the longer bowel segment, there is a 0.6 x0.3 cm defect through which extrudes a small amount of mucosa, opening each specimen reveals the lumen to contain a small amount of tan-green viscous substance. Microscopic description: these histologic findings are consistent with perforation. In (B)(6) 2012, transvaginal ultrasound (tvu), results of essure confirmation test: stated that it looked like the coils were in the right place. (B)(6) 2012, findings: stool contents within the abdomen, changes of small bowel are consistent with inflammation and possible small-bowel injury. Operative report: addendum: the uterus was inspected, there was 8n area of apparent thermal injury to the left tube and cornual area. Therefore, a filshie clip was placed on the left tube to ensure complete obstruction of the tube, as she had an essure previously. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: intestinal perforation, pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: lot number added. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforations/ perforation (other) location of the perforation: small bowel/ bowel damage"), device dislocation ("migration"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 788893-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, sore breasts and abdominal pain. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6)2012, 11 months 12 days after insertion of essure, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complications from essure removal procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain in the uterus area (like period cramp)"). The patient was treated with surgery (she had surgery to remove the essure, total hysterectomy (uterus and cervix removed)), surgery (she had surgery to remove the essure), surgery (ablation on (B)(6)2012), surgery (ablation on (B)(6)2012), surgery (she had surgery to remove the essure, total hysterectomy (uterus and cervix removed)) and surgery (ablation on (B)(6)2012). Essure was removed on (B)(6)2012. At the time of the report, the gastrointestinal injury, device dislocation, vaginal haemorrhage, menorrhagia, uterine perforation, genital haemorrhage, migraine and complication of device removal outcome was unknown and the headache and pelvic pain had resolved. The reporter considered complication of device removal, device dislocation, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had complications from essure removal procedure, her fallopian tubes were burnt, her bowel was severed as reported on (B)(6)2012. Diagnostic results: (B)(6)2012, pathology report: diagnosis: small bowel (segmental resection): small bowel perforation with acute serositis. Clinical history: persistent abdominal pain, perforated small bowel. Gross description: the serosal surface of each bowel segment. Has tan-gray scabrous appearance with a moderate amount of fibrinopurulent exudate and a scant amount of attached mesenteric fat. Within the central aspect of the longer bowel segment, there is a 0.6 x0.3 cm defect through which extrudes a small amount of mucosa, opening each specimen reveals the lumen to contain a small amount of tan-green viscous substance. Microscopic description: these histologic findings are consistent with perforation. In (B)(6)2012, transvaginal ultrasound (tvu), results of essure confirmation test: stated that it looked like the coils were in the right place. (B)(6)2012, findings: stool contents within the abdomen, changes of small bowel are consistent with inflammation and possible small-bowel injury. Operative report: addendum: the uterus was inspected, there was 8n area of apparent thermal injury to the left tube and cornual area. Therefore, a filshie clip was placed on the left tube to ensure complete obstruction of the tube, as she had an essure previously. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: intestinal perforation, pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid.) Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, gastrointestinal disorder ("bowel damage") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the perforation, device dislocation, gastrointestinal disorder and genital haemorrhage outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.